Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter. The patient was using an indwelling needle for intravenous fluids, the puncture went smoothly, and when the indwelling needle cannula was delivered, the cannula was inadvertently punctured by the indwelling needle, and removal of the indwelling needle was given.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081492 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test, and needle removal force test. The test results are all within the product specifications. 4. According to the experience of previous market visits, it is recommended that: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion; insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle through catheter cannot be determined.